Manufacturer narrative:
S/w 4.11j. Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Insulin pump alarmed insulin flow blocked/no delivery in a process of performing the displacement test. The p-cap locks properly into the reservoir compartment. Unable to perform the displacement test due to insulin flow/no delivery alarm. The following were noted during visual inspection: cracked battery tube threads, cracked case behind the insulin pump at the battery compartment and pillowing keypad overlay. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2 and force sensor. Force sensor zero offset out of specification (80.8 millivolt). The test force sensor was installed in the original electronics, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no insulin flow blocked/no delivery alarm noted. Cosmetic damage was confirmed at case behind the insulin pump at the battery compartment and cracked battery tube threads. Insulin flow blocked/no delivery alarm due to moisture damage force sensor. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be return for analysis.